Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00628.

Event description:
It was reported that, approx 8 months ago, an MRI revealed a torn abductor tendon. Blood tests were inconclusive at that time. The pt had been experiencing pain and sickness. On (B)(6) 2012 at (B)(6) medical center (B)(6) follow up procedure was to repair the torn tendon. When the surgeon opened the pt, he found severe altr. A significant amount of tissue had to be removed. The surgeon resurfaced the pelvis, replaced the ball and repaired the tendon. The surgeon stated he needed to repair the tendon to try to return proper blood supply to the area so another revision could be performed. A follow up appointment with the surgeon is scheduled (B)(6) 2012 and an upcoming revision will need to be performed to remove the femur and perform a proper revision.